Manufacturer narrative:
(B)(4).

Event description:
It was reported that low out of range lead impedance was observed. There was also loss of capture and no sensing. The patient experienced some fatigue and dyspnea associated with loss of av synchrony. Atrial lead was capped and replaced on (B)(6) 2016. The patient was stable throughout the procedure as well as post procedure.